Event description:
On 01/19: customer reports the table will stop movements during procedures in all positions. Staff has to continually "fiddle" with the footswitch or handswitch to get the table movement continued. All procedures have been completed. No reported injury.

Manufacturer narrative:
Field service engineer troubleshoot complaint of table motion per hut service manual. Verified proper 5 and 24 volt supplies and good condition of tube interface and transducer boards. Fse reseated connections and completed verification checks. Unit passed checkout procedures and was returned to full service by the customer.